Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 10 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported there was foreign matter in product.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 11-apr-2022. H6: investigation summary three photos and one loose 10ml luer-lock syringe (p/n 302995) batch 1363522 were received and evaluated. The syringe has a three inch long dark hair inside the syringe that extends from the non-fluid path into the fluid path. Fourier transform infrared spectroscopy test results shows the material is human hair. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter in the fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch 1363522 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 10 ml foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported there was foreign matter in product.